Manufacturer narrative:
(B)(4). Batch # u9560z. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. No unexpected ready to pre-run test issue was observed at any time as reported. The instrument was disassembled to inspect the internal components and the moisture indicator was (B)(6). Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a mini bypass procedure the hp054 was connected to the gen11 using harmonic and there was a test being preformed and when the device was ready they start using it and after a short while it stopped and a test to device started again. It happened a few times. At first they opened a new harmonic and when that didn't solved the problem, switching the cable did solve it. No harm to the patient.